Manufacturer narrative:
Initially, it was reported that the event date was (B)(6) 2018. A correction to the event date was provided on 4/1/2019. The correct event date was (B)(6) 2019. Therefore, populated the ¿date of event¿ field. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Investigation summary: the device was inspected and reddish material was observed inside the pebax with no internal parts exposed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A scanning electron microscope (sem) testing was performed on the pebax area and the results showed mechanical damage, stress marks and a hole on the pebax surface. The analysis shows a deformity and damage on the pebax surface. It is possible that damages were caused by an unknown object. No other anomalies were observed. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on the pebax cannot be related to the manufacture process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device; however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. (Bwi) product analysis lab noted a hole on the pebax. Initially, it was reported that a magnetic sensor error 105 and high force readings were displayed on the carto 3 system while the thermocool® smart touch® sf uni-directional navigation catheter was in use. The catheter was exchanged and the issues resolved. The procedure continued successfully. There were no patient consequences reported. The magnetic sensor error was assessed as not reportable. The incidence of magnetic sensor error was easily detectable by the user. The catheter was inoperable since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The high force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The bwi product analysis lab received the device for evaluation and noted on (B)(6) 2019 that there was reddish material in the pebax sleeve. No internal parts were exposed. This returned condition was assessed as not reportable. Foreign material was found underneath the pebax. However, there was no damage to the pebax integrity. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. Additional testing was performed on (B)(6) 2019. The scanning electron microscope (sem) showed damage on the pebax surface. There was mechanical damage, stress marks and a hole on the pebax surface. There was also a deformity and damage on the pebax surface. It is possible that damages were caused by an unknown object. The hole on the pebax was assessed as a reportable issue. The awareness date for this reportable lab finding is (B)(6) 2019.